Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely reported negative result was use error from the customer incorrectly setting the cut-off value. The instrument is performing within specs.

Event description:
An elevated d-dimer result of 2.7 mg/l was obtained on a pt sample. The laboratory was using a cut-off value of 2.8 mg/l, so the result was reported as negative. Five hours later, the pt was admitted to a nearby hosp with a positive d-dimer. The pt was admitted with a pulmonary embolism and was treated with coumadin. There was no report of adverse health consequences as a result of the falsely reported negative result. Analysis of the instrument and instrument data indicate that the cause for the falsely reported d-dimer results was use error from the customer incorrectly setting the cut-off value.